Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, a system error 2240 (air in set) alarm was found in the therapy log of a homechoice (hc) machine. The home patient (hp) was connected during priming. During troubleshooting for the system error 2240 alarm, it was found that the patient line was not properly primed prior to patient connection. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.